Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable and motor was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device no longer starts. The event timing was outside of surgery. There was no harm or delay reported. Upon evaluation motor speed was noted to be unstable. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.